Event description:
The customer reported that an unknown amount of fluid had leaked under the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no affect or change to patient treatment. Beckman coulter field service engineer (fse) confirmed the leak coming from the needle vent port. The needle vent tubing was replaced and instrument was verified per established procedures.

Manufacturer narrative:
(B)(4).